Manufacturer narrative:
Initial and final MDR(B)(4) - device 4 of 6 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient experienced six events of crimped cannula within the last three months around (B)(6)2024. Patient noticed symptoms within three hours of insertion. The site of insertion was abdomen and upper buttocks for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.